Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency department (ed) complete heart block in the presence of a non-functioning pacemaker (pm). Being pacemaker dependent the patient was highly symptomatic experiencing multiple bouts of near syncope. Premature battery depletion was suspected. Upon review, the pm had no capture and low pacing impedance readings. Due to the emergent nature, the physician opted to replace the device with a leadless pm while the old pm was programmed off and remained implanted. The patient was stable.